Event description:
It was reported that the device was exhibiting atrial undersensing. Occasionally, undersensing was noted at every other a sense event. Programming changes were discussed. The clinician will continue to review the patient's case. No patient symptoms were reported.